Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the cephalic vein. During procedure, it was noted that the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by the manufacturer: the device was returned for analysis. A visual examination identified that there was blood in the balloon material which suggests that there is a leak in the device. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from two balloon pinholes located in the mid-section of the balloon material. An examination of the balloon material identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination of the markerbands was completed. There was no burrs or uneven edges observed on the markerbands. No damage or any issues were noted with the markerbands that could have contributed to the complaint incident. A visual and microscopic examination observed no damage to the blades. All blades were intact and fully bonded to the balloon surface. No damage or any issues were noted with the blades that could have contributed to the complaint incident. A visual and tactile examination of the hypotube was completed. No damage or any issues were noted with the hypotube that could have contributed to the complaint incident. A visual and tactile examination identified no issues with the shaft which may have potentially contributed to the complaint incident. A visual and tactile examination of the shaft polymer extrusion was completed. No damage or any issues were noted with the polymer extrusion shaft that could have contributed to the complaint incident.

Event description:
It was reported that balloon rupture occurred. The stenosed target lesion was located in the cephalic vein. During procedure, it was noted that the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No patient complications were reported.